Event description:
It was reported that during a low anterior resection procedure, the jaws did not open after the last firing. The device had to be cut out along with the tissue. The anastomosis site had to be resected and anastomosed again. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/09/2008. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.